Event description:
It was reported that the patient¿s controller had a lcd screen with dimmed and miscolored lights. The controller was exchanged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the display screen was "frozen" when pressing the display button and would not show any data. The patient tolerated the controller exchange well and there were no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a discolored lcd screen on the system controller was confirmed via inspection of the submitted photo; however, the issue was not reproduced during testing of the returned controller. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the lcd screen functioned as intended without any issues. When the display button was pressed, the information display screen activated as expected. The display button was then pressed multiple times to scroll through the pump and system information without any issues. Additionally, the alarm and display button were simultaneously pressed and released, and the alarm history screen displayed as expected. The system controller was then disassembled to inspect the internal components and no issues were observed. The submitted log file contained approximately 1 day of relevant data. The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2022 at 15:33:12 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.